Event description:
It was reported that white particles were found floating in a small volume intermate. This was observed after compounding with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured november 24, 2014 ¿ november 26, 2014. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection verified white floating particles. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.